Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call post reset ram crc alarm and blank display anomaly on the insulin pump. Customer¿s blood glucose level was 231 mg/dl. Troubleshooting for blank display was performed. Customer replaced the insulin pump with a new battery and they received a post reset ram crc alarm. Troubleshooting was unable to resolve the issues and the alarm recurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test and displacement test. The battery was removed from pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error 23 was noted. Unit was monitored no blank display anomalies noted. Power connector plug in and locked in place properly. The power management tool confirms the unloaded voltage and loaded voltage are within specification. Unit received with minor scratched display window, case and keypad overlay.